Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 490 mg/dl. The customer's blood glucose was 94 mg/dl at the time of call. The customer experienced symptoms such as vomiting and high blood glucose readings. The customer treated with the insulin pump. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed. The drive support cap appeared normal. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.